Manufacturer narrative:
Submit date: 3/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that when they put the lite glove onto the handle during set up, the lite glove is broken/torn. The customer stated that a new glove was placed. They further stated that they think that the lite glove is smaller.

Manufacturer narrative:
Submit date: 6/29/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two unused pouches with lot number 5153101564x were received for evaluation and the reported condition by the customer could not be confirmed. The issue observed was that the lite glove was too tight, as perception; however split/tear was not confirmed on any of the four lite gloves received. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.